Manufacturer narrative:
Device return: one used tego connector. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) of the "as-received" tego connector recorded residual blood was present between the silicone sheath and body. . Engineering testing and analysis: the returned tego connector was pressure leak tested per the applicable product specifications. The result recorded leakage. The returned complaint unit was than disassembled and analyzed. The qe report documents damages to the internal components described as punctures found on the one piece silicone seal below the slit on the top surface. The engineering assessment noted the characteristics of this type of internal component damages were consistent with use of a sharp instrument (such as a needle) . Lot build record review: a review of the mfg. Lot build database for the reported lot# 3127102 (mfg. Date 10/2015) showed 28000 units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: analysis of the one returned used d1000 tego connector confirmed internal component damage/leakage. The root cause(s) of the component damage were a result of access/usage with incompatible mating/access device and not as a result of the assembly/mfg. Processes.. The d1000 tego connector should only be accessed with a iso compliant male luer. Sharp instruments (such as needles) will damage the tego and cause leakage.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of unknown dialysis set-up where d1000 tego connectors were in use. The information received reports ".. The connector was in use before it was found on the station that the connector is leaking at silicon port and blood leaked. Patients came to no harm". Additional event, device usage information although requested has not been provided. Device return: one used d1000 tego connector was returned.